Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure-agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The report received from the (B)(4) study indicated that the patient was enrolled in the study. The patient presented with a positive functional ischemia study, no angina, a 90% stenosis in the proximal lad, and a 90% stenosis in the 1st om. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the proximal lad was treated with pre-stent balloon angioplasty and placement of one study stent in the mid lad/cypher 3.5 x 33 mm. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in the 1st om was treated with pre-stent balloon angioplasty and placement of one study stent in the 1st om/cypher 3.0 x 23 mm. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The ECG core lab report is unavailable. Additional data from the site, including ECG tracings, were requested. The site responded: "there had been no adverse events per pi and therefore, no source is available regarding this." The patient was discharged the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00304 and #3003742446-2012-00306.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient suffered a peri-procedural mi per cec adjudication. This is a (B)(6) male with medical history including positive functional study for ischemia, hyperlipidemia, hypertension, smoking greater than 30 days, allergic to contrast media, history of cancer. The patient presented with a positive functional ischemia study, no angina, a 90% stenosis in the proximal lad, and a 90% stenosis in the 1st om. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the proximal lad was treated with pre-stent balloon angioplasty and placement of one study stent in the mid lad/cypher 3.5 x 33 mm. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in the 1st om was treated with pre-stent balloon angioplasty and placement of one study stent in the 1st om/cypher 3.0 x 23 mm. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure, on (B)(6) 2010 at 08:44, the ck was 66 (nl 195, ratio <1), the ckmb was 2.9 (nl 6.3, ratio <1), and the troponin was 0.01 (nl 0.03, ratio <1). Post-procedure, on (B)(6) 2010 at 16:00, the ck was 62 (ratio <1), the ckmb was 3.5 (ratio <1), and the troponin was 0.10 (ratio 3.33). On (B)(6) 2010 at 05:00, the ck was 65 (ratio <1), the ckmb was 4.5 (ratio <1), and the troponin was 0.30 (ratio 10). The ECG core lab report is unavailable. Additional data from the site, including ECG tracings, were requested. The site responded: "there had been no adverse events per pi and therefore, no source is available regarding this." The patient was discharged the day after the procedure on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15275174 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00304 and #3003742446-2012-00306.